Event description:
It was reported that during a percutaneous intervention (pci) procedure, the burr became stuck in the vessel. The lesion was located in the left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr to the lad and became stuck. The physician pulled back on the burr and was able to remove it. The physician used an unspecified burr and implanted an unknown stent to complete the procedure. No complications were reported and the patients' status is okay.

Event description:
It was further reported the target lesion was 90% senosed and the vessel was non tortuous and severely calcified.

Manufacturer narrative:
Correction: occupation corrected from health professional to physician. Event date: event occurred approximately (B)(6) 2012. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).